Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9810, model: 101-9810, serial: n/a, batch: 29668713.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap of two implant devices broke. It was noted that the physician susptected osteophytes was present, and that the device broke during the sagittal wiggle, and that the device was properly connected to the inserter. The procedure was completed with a new device and the patient is doing well post-operatively. This is the report for the first device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9810. Model: 101-9810. Serial: n/a. Batch: 29668713. The returned device was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. The damage to the implant was sufficient to prevent functional testing. A labeling review was performed, and it did not reveal any anomalies as it states to not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap of two implant devices broke. It was noted that the physician susptected osteophytes was present, and that the device broke during the sagittal wiggle, and that the device was properly connected to the inserter. The procedure was completed with a new device and the patient is doing well post-operatively. This is the report for the first device.